Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose level 40 mg/dl which was treated by food. Customer was using insulin pump within 48 hours of reported event. Customer was using auto mode on insulin pump. Customer's mother alleged that insulin pump was over delivering. Insulin pump will not returned for analysis.